Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the insulin pump received no delivery alarm. The health care professional stated that the customer had high blood glucose over 400 mg/dl at the time of incident. The health care professional reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will not be returned for analysis.